Event description:
It was reported that, pt is experiencing little pain, not sure if it is from the hip. He works out a lot so he isn't sure about the pain factor. He received a letter from dr. (B)(6) and he wants him to go for testing, MRI and blood test.

Manufacturer narrative:
A review of the device history records indicated that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with the devices. The reported event is considered to be under the scope of this recall.